Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this system remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range shock impedance measurements. The increase had been gradual and in-clinic acceptable measurements were observed. Boston scientific technical services (ts) discussed further options to evaluate the system. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating commanded 1.1 joule and 31 joule shocks were delivered and the returned impedance measurement was under 100 ohms. A couple days later the shock impedance was noted to be out of range again. Boston scientific technical services (ts) recommended continued monitoring since the increase in shock impedance has been gradual and commanded shocks were successful. No additional adverse patient effects were reported.